Manufacturer narrative:
Product event summary: analysis found that the display flex cable was worn. It was also noted that the stylus was not working, the touchscreen assembly was defective and damaged. It was also noted that the keyboard was broken. The part required (touchscreen assembly) to restore functionality of this programmer is no longer available. The programmer was sent back unrepaired to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the programmer is turned on the screen becomes completely dark gradually. The programmer was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.